Event description:
Upon completion of an atrial fibrillation procedure, when the introducer was removed from the patient it was noted that fluid was leaking from the handle. During the procedure, it was noted that it became difficult to move the catheter inside the sheath. At the end of the procedure, it was not possible to move the catheter at all. When removing the introducer from the patient after the procedure was completed, it was noted that there was also no flush at the tip of the sheath, and fluid was dripping from the handle. The procedure was completed without replacing the device and there were no patient consequences.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath hemostasis cap inside diameter measurement was within specifications; however, a stock dilator from current abbott inventory could not be inserted fully through the sheath assembly. The sheath handle was opened, and the pull wire window was noted to be torn, consistent with the reported leak, obstruction of flow, and catheter manipulation difficulty within the sheath. It was also noted that one of the pull wire clips was noted to be detached from the pull wire. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Information from the field indicates that probably both the actuator knob and sheath handle were rotated during positioning of sheath due to abnormal veins. Agilis nxt steerable introducer instructions for use (IFU) states, ¿do not torque or rotate the handle if the distal tip/shaft is constrained.¿ the cause of the observed detached pull wire clip remains unknown. The cause of the pull wire window damage and subsequent leak, obstruction of flow, and catheter manipulation difficulty is consistent with not following the instructions for use.